Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display was found to be dim/fading and discolored. Additionally, evaluation revealed that the keypad cover was peeling off from the base. During testing, all keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was observed under the down arrow, ok and contrast key contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim/faded and discolored. Additionally, investigation revealed that there was contamination under the down arrow, ok and contrast key contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.